Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca) with 90% stenosis, heavy calcification and moderate tortuosity. The 2.25x33mm xience skypoint stent delivery system (sds) was advanced with resistance and failed to cross due to the anatomy. There was resistance with the anatomy upon removal. There were no other device issues noted. Another unspecified device failed to cross so the procedure was completed. Rotablation is to be performed at a later date there was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.